Event description:
It was reported that "the balloon didn't inflate". There was no reported pt injury and/or change in therapy. The involved device(s) were returned to the mfg facility for investigation.